Event description:
The customer observed falsely decreased alinity I tsh results on one patient. The results provided were: on (B)(6) 2024 sid (B)(6) initial=< 0.0083 miu/l /repeated on (B)(6)=3.81 miu/l laboratory reference range for tsh=0.7 to 4.17 miu/l there was no reported impact to patient management.

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6).all available patient information was included. Additional patient details are not available.an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and found the pretrigger reservoir empty. The fsr replaced the pre-trigger alnty ci snsr bsl which resolved the issue. No additional discrepant result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. An instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results for (B)(6). There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity I did not identify any trends associated with the complaint issue. A review of tracking and trending for the alnty ci snsr bsl did not identify any trends. A review of tracking and trending for the alinity I did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity I processing module for serial (B)(6) or the alnty ci snsr bsl was identified.

Event description:
The customer observed falsely decreased alinity I tsh results on one patient. The results provided were: on (B)(6) 2024 sid (B)(6) initial=< 0.0083 miu/l /repeated on (B)(6)=3.81 miu/l laboratory reference range for tsh=0.7 to 4.17 miu/l there was no reported impact to patient management.